Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that a pocket fill may have taken place. During a refill on (B)(6) 2012 the expected reservoir volume was 2.2 ml, but 3.0 ml of drug were aspirated from the pump. The pump had not been access in over a year and so the nurse had to insert the syringe two or three times during the refill to access the port. The day after the refill the patient had some swelling and inflammation over the pump site. It was unclear if the area was inflamed due to a pocket fill or the multiple needle insertions. The reservoir volume was going to be checked to verify that the drug was in the pump. The device system was used to deliver lioresal.